Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that after a successful battery replacement the patient had an eye laceration that occurred while under care. The patient was held in the hospital for an additional day for further evaluation and the patient is now discharged. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Additional information was received stating the patient is in stable condition and has been checked out by an eye physician.